Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who underwent breast reconstruction with two 650cc mentor memorygel breast implants in (B)(6) 2019, woke up on (B)(6) 2020, with a hole in her left breast, where they can see the implant's white plastic casing. They woke up with a burn that took the first layer of skin in their left breast. The patient was in excruciating pain, was so sick and had a secondary surgery where they had to lift the implant on (B)(6) 2020. Since then, the patient suffered several unexplained systemic symptoms, including fatigue, pain, not much sensation in breasts, headaches, nausea, vomiting, swelling of the breast, redness, pain in left arm that goes up to neck and around collar bone, dehydrated really bad, confusion, debilitating pain, light headiness, swelling in feet, not able to eat, lost 27 pounds in a month and a half, dimpling of the implant, and has constant pneumonia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.